Event description:
Health professional reported removal of a lap-band device allegedly "due to failure." Follow up findings: health professional reported that the lap-band system had a "port leaking." It is unknown what part of the lap-band device was explanted and if a new device was implanted. Follow up is being conducted but information has not been received at this time.

Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, the date of the event, and the implant and explant dates. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further information from the reporter regarding the serial number of the device and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."